Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent express bolus button response due to corroded keypad traces. Device was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed button error and stopped functioning. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.